Event description:
This is a spontaneous case report received from a consumer in (B)(6) on 19-sep-2016 which refers to an adult female consumer who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2013. In (B)(6) 2013 the consumer underwent a medical treatment in the hospital, known as the essure sterilization method. After this treatment several physical complaints developed. In the meantime she has had follow-up treatments and the xenobiotic material has been removed. Because of the complaints consumer was being impeded in her normal daily functioning and she was suffering from injury. She holds bayer liable for the damage caused. Company causality comment: this non-medically confirmed spontaneous case report is considered a potential legal case. It refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and it was reported that the xenobiotic material has been removed. This event, considered as device medical removal, was considered serious and listed in the reference safety information for essure. In this particular case, the exact reason for essure removal was not specified. Despite the lack of details for a comprehensive causality assessment, considering essure removal was required, this case was regarded as incident. A product technical analysis is being sought. Further information has been requested.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('xenobiotic material removed') in an adult female patient who had essure inserted for sterilization. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we can not exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported event cannot be totally excluded. The reported event is a known, possible, undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 4-mar-2021: lawyer reference number added. This non-medically confirmed spontaneous case report is considered a potential legal case. It refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and it was reported that the xenobiotic material has been removed. This event, considered as device medical removal, was considered serious and listed in the reference safety information for essure. In this particular case, the exact reason for essure removal was not specified. Despite the lack of details for a comprehensive causality assessment, considering essure removal was required, this case was regarded as incident. According to technical analysis, a product quality defect could not be confirmed but is considered plausible . No further information is expected.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('xenobiotic material removed') in an adult female patient who had essure inserted for sterilization. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: divergent date between what was already in the case and the date that came in the (B)(6) fup. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we can not exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported event cannot be totally excluded. The reported event is a known, possible, undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(6) 2021: extension of expected date of next report. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('xenobiotic material removed') in an adult female patient who had essure inserted for sterilization. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: divergent date between what was already in the case and the date that came in the (B)(6) fup. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we can not exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported event cannot be totally excluded. The reported event is a known, possible, undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 31-may-2021: extension of expected date of next report. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('xenobiotic material removed') in an adult female patient who had essure inserted for sterilization. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: divergent date between what was already in the case and the date that came in the (B)(6) fup. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 26-nov-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer via a lawyer, and describes the occurrence of abdominal pain ('severe (chronic) pain in the abdomen'). In an adult female patient who had essure inserted for sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), procedural pain ("pain immediately after implantation"), back pain ("severe (chronic) pain in the back"), arthralgia ("severe (chronic) pain in the hips "), headache ("severe (chronic) pain in the head"), fatigue ("extreme and chronic fatigue"), amnesia ("memory loss"), disturbance in attention ("concentration problems"), heavy menstrual bleeding ("menstrual cycle changed: abnormally heavy bleeding") and hypersensitivity ("allergic reactions"). And was found to have hormone level abnormal ("hormonal problems"). The patient was treated with surgery (essure was removed. Fallopian tubes also, had to be removed). Essure was removed. At the time of the report, the abdominal pain, procedural pain, back pain, arthralgia, headache, fatigue, amnesia, disturbance in attention, heavy menstrual bleeding, hormone level abnormal and hypersensitivity outcome was unknown. The reporter considered abdominal pain, amnesia, arthralgia, back pain, disturbance in attention, fatigue, headache, heavy menstrual bleeding, hormone level abnormal, hypersensitivity and procedural pain to be related to essure. The reporter commented: divergent date between what was already in the case. And the date that came in the march 4th fup. Quality safety evaluation of ptc: no defect could be confirmed, by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed, with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6) 2022, reporter's information was updated, new reporter was added. New events were added: severe (chronic) pain in the abdomen, back, hips and head, pain immediately after implantation, extreme and chronic fatigue, memory loss, concentration problems, menstrual cycle changed: abnormally heavy bleeding, hormonal problems and allergic reactions. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe (chronic) pain in the abdomen') in an adult female patient who had essure (batch no. 50643854) inserted for sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), procedural pain ("pain immediately after implantation"), back pain ("severe (chronic) pain in the back"), arthralgia ("severe (chronic) pain in the hips "), headache ("severe (chronic) pain in the head"), fatigue ("extreme and chronic fatigue"), amnesia ("memory loss"), disturbance in attention ("concentration problems"), heavy menstrual bleeding ("menstrual cycle changed: abnormally heavy bleeding ") and hypersensitivity ("allergic reactions") and was found to have hormone level abnormal ("hormonal problems"). The patient was treated with surgery (essure was removed. Fallopian tubes also had to be removed). Essure was removed. At the time of the report, the abdominal pain, procedural pain, back pain, arthralgia, headache, fatigue, amnesia, disturbance in attention, heavy menstrual bleeding, hormone level abnormal and hypersensitivity outcome was unknown. The reporter considered abdominal pain, amnesia, arthralgia, back pain, disturbance in attention, fatigue, headache, heavy menstrual bleeding, hormone level abnormal, hypersensitivity and procedural pain to be related to essure. The reporter commented: date of insertion reported by consumer : 2012, (B)(6) 2013, (most recently via lawyer:) (B)(6) 2013. Lot number: 50643854, manufacture date: 2012-01, and expiration date: 2015-01. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 16-mar-2022: upon internal review this report was detected to be a duplicate to record # (B)(4) which will be deleted in bayer safety database after all information was transferred to this duplicate record # (B)(4) which will be retained: new information received via lawyer (reporter added): essure (new: batch no. 50643854 - manufacture date: 2012-01, expiration date: 2015-01), inserted on (date specified:) (B)(6) 2013. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('severe (chronic) pain in the abdomen') in an adult female patient who had essure (batch no. 50643854) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), procedural pain ("pain immediately after implantation"), back pain ("severe (chronic) pain in the back"), arthralgia ("severe (chronic) pain in the hips "), headache ("severe (chronic) pain in the head"), fatigue ("extreme and chronic fatigue"), amnesia ("memory loss"), disturbance in attention ("concentration problems"), heavy menstrual bleeding ("menstrual cycle changed: abnormally heavy bleeding ") and hypersensitivity ("allergic reactions") and was found to have hormone level abnormal ("hormonal problems"). The patient was treated with surgery (essure was removed. Fallopian tubes also had to be removed). At the time of the report, the abdominal pain, procedural pain, back pain, arthralgia, headache, fatigue, amnesia, disturbance in attention, heavy menstrual bleeding, hormone level abnormal and hypersensitivity outcome was unknown. The reporter considered abdominal pain, amnesia, arthralgia, back pain, disturbance in attention, fatigue, headache, heavy menstrual bleeding, hormone level abnormal, hypersensitivity and procedural pain to be related to essure. The reporter commented: date of insertion reported by consumer : 2012, (B)(6) 2013, (most recently via lawyer:) (B)(6) 2013 lot number: 50643854 manufacture date:2012-01 expiration date: 2015-01. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available most recent follow-up information incorporated above includes: on 22-mar-2022: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Follow up information was received on (B)(6) 2016: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Quality-safety evaluation: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we can not exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported event cannot be totally excluded. The reported event is a known, possible, undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Follow up 26-oct-2016: nca reference number from health authority was added (B)(4). Despite follow up attempts, no response was received from patient. No new clinical information was provided. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2016 for the following meddra preferred term: medical device removal. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this non-medically confirmed spontaneous case report is considered a potential legal case. It refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and it was reported that the xenobiotic material has been removed. This event, considered as device medical removal, was considered serious and listed in the reference safety information for essure. In this particular case, the exact reason for essure removal was not specified. Despite the lack of details for a comprehensive causality assessment, considering essure removal was required, this case was regarded as incident. According to technical analysis, a product quality defect could not be confirmed but is considered plausible . No further information is expected.